Event description:
It was reported that a reflex-hybrid bone screw could not be final locked with a reflex-hybrid plate intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay by using an alternatively available screw which was able to be final locked. This report captures the screw.

Manufacturer narrative:
Visual inspection: head of the screw is deformed and discolored. No other visual anomalies were identified. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. 'It was reported that reflex hybrid and vboss were used for an anterior cervical spine decompression / fixation (c3-6). The surgeon inserted four screws on the reflex plate, but one screw at c3 (variable self-drill screw 4.0 x 14 mm) did not lock. The screw was changed to a variable self-tap screw 4.0 x 14 mm and the procedure was completed successfully. No further information is available as the surgeon is not willing to disclose any additional information. The probable root cause of this event cannot be determine from the information provided. If more information is received, this complaint will be reopened and updated. Per the risk file, contributing factors are: device interference with other instruments/implants insufficient visibility into wound site previously damaged/deformed instruments/implants used insufficient feedback incorrect depth/trajectory/alignment/positioning hard bone quality too much torsional force applied to insert the screw what damaged the screw head and contributed to difficulty with locking.

Event description:
It was reported that a reflex-hybrid bone screw could not be final locked with a reflex-hybrid plate intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay by using an alternatively available screw which was able to be final locked. This report captures the screw.